Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, at 2:39 pm, the patient received an alert that she was having low readings with her low threshold set at 90 mg/dl, but she does not know or remember the exact cgm value. She stated that she was not feeling low symptoms yet at the time. She stated that things then happened quickly, and she lost consciousness before she could perform a fingerstick. When the dexcom indicated she was going low, she immediately drank half a soda and minutes later at 2:44 pm she received an urgent low soon alert, started having seizures, and became unconscious for about 15-20 minutes. Her daughter called emergency medical services (ems), but prior to ems arrival, the soda had taken effect and the patient started to regain consciousness. When the emergency medical technicians (emts) arrived, she was given dextrose and a saline IV. Her glucose was tested, and the bg result was 130 mg/dl. No comparative gcm value was provided. The patient regained full consciousness shortly after. At the time of the report she was feeling okay. Additionally, the patient stated she looked at her data later in clarity it looked like the cgm had only gone as low as around 65 mg/dl which she felt was not low enough for her to lose consciousness. She suspects her bg was lower than the cgm reading. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.